Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported event of capture anomaly was not confirmed. Visual inspection found cuts in outer insulation, consistent with explant/implant damage. The cause of the capture anomaly was not determined.

Event description:
It was reported that during the implant attempt, intermittent capture was observed. The lead was removed and a new lead was successfully implanted.